Manufacturer narrative:
No low battery alarm was noted. All operating currents were within specification and the insulin pump passed the self test. No display anomaly was noted. The insulin pump had intermittent button resposne due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was 400 mg/dl at time of the incident. No significant events leading to the keypad issues were recalled. During troubleshooting, the keypad stopped working entirely. Customer also stated, the battery worked it was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.